Event description:
The steam sterilizers have self-contained steam generators. Water supply should be ro instead feed from untreated city water. The contaminants in the water build up in the unit leading to tripping the circuit breaker with equipment shutdown.